Event description:
Caller reported a malfunction on the pump, specifically a malfunction 5 code, though no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised they could continue to use the pump with a reminder to call back if any issues arose.